Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was frozen. The device was being used during surgery. There were no user or patient injuries. It is unk if medical intervention or surgical delay occurred. There was no additional info provided.